Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating current test, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. There was no brown stained or discoloration on the wire noted. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, a cracked belt clip slot, a stained end cap sticker, and cracked battery tube threads.

Event description:
The customer reported via phone call that her blood glucose has been running high during the day and low at night for the last couple of weeks. Customer stated that the insulin pump is cracked in 2 places and the wires in the battery compartment are brown underneath. Customer stated that there is some brown stuff on the pump outside the case near the barcode. Customer reported that she adjusted her basal rates recently. Customer stated that the cracks are in the corner of the display on the plastic and the display looks scratched not cracked. Customer stated that her high blood glucose levels have been about 300 mg/dl and his lows were in the 40's mg/dl like 42 mg/dl. Customer treated high blood glucose with blousing and treated the lows with juice. Customer's blood glucose is 100mg/dl. Customer was advised that the pump will need to be replaced.